Event description:
Caller states the patient obtained results of 3.5 inr, 1.8 inr and 2.2 inr on the coaguchek system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.